Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he had to recharge the device more frequently and then lost all stimulation approximately 2 weeks ago. A company representative met with patient and deemed the ipg inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy was restored post-operative.